Event description:
On (B)(6) 2012, the pt reported that while attempting to use her insertion device, it released unintentionally and ejected the infusion set across the room. She stated that there are times when the insertion device does not release when it should. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The device were optically and technically controlled and passed all the tests.